Manufacturer narrative:
Both of the devices were returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model mg1522 biopsy instrument allegedly experienced self-activation. The information is received from various sources. The malfunctions involved a patient with no patient consequences. Both patients are female and age and weight were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model mg1522 biopsy instrument allegedly experienced self-activation. The information is received from various sources. The malfunctions involved a patient with no patient consequences. Both patients are female and age and weight were not provided.

Manufacturer narrative:
H10: of the two reported malfunctions, two devices were returned for evaluation. Self-activation was not identified in the two returned devices. The definitive root cause for the reported events could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.